Event description:
Hcp reported pt presented with signs of an infection and the system was explanted 2004. The system was returned to the MFR for analysis. A follow up report will be sent when additional info is received.